Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she had low blood sugar on (B)(6) 2013. Patient's husband thought she looked low when she came home from work, so patient used a finger stick test to measure her levels. The finger stick test showed she was at a 44, so her husband gave her orange juice. As of contact with dexcom technical support, patient reported she was very healthy.